Event description:
The stryker core impaction drill was sent in for evaluation because it was overheating during a procedure. No adverse event was reported but there was a 25 minute procedure delay because a back up device was not available; the physician waited for the device to cool down and he complete the procedure with the same device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.